Event description:
During a remote follow up, noise resulting in oversensing and far field r- wave oversensing were observed on the right atrial (ra) lead. No intervention has been performed. The patient was stable and will continue to be monitored.